Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion (tlif) at l4-l5 using a cage packed with rhbmp-2/acs. The surgeon also performed a posterolateral fusion (plf) at l4-l5 using rhbmp-2/acs. Reportedly, sometime following surgery, the patient followed up with his physician and complained of radiating pain and numbness in his lower extremities. The patient continues to experience daily, disabling pain that prevents him from performing many activities of daily living.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on on (B)(6) 1990 patient presented with leg pain as well as back pain. He had a feeling of numbness involving the right leg which is intermittent and not persistent. On (B)(6) 1990 patient underwent lumbosacral spine CT. Impression: narrowing of the intervertebral foramen at the l5-s1 level on the right. On (B)(6) 1990 patient underwent l5 laminectomy with an s1 to s4 with transverse process fusion with autologous iliac crest and cadaveric bone. No complications were reported. On (B)(6) 1990 patient underwent lumbosacral spine x-ray. Impression: an l5 laminectomy has been performed. There is a grade 1 spondylolisthesis measuring 12mm with suggestion of spondylosis at l5-s1. No other abnormalities noted. On (B)(6) 1990 patient presented for office visit. On (B)(6) 1990 patient presented for office visit. On (B)(6) 1990 patient presented for office visit and reported low back pain and occasional twitching in legs. Patient underwent lumbosacral spine x-ray. Impression: lumbosacral spondylolisthesis without change in degree of spondylolisthesis. On (B)(6)1990 patient presented for office visit and reported central low back pain and occasional twitching in legs. On (B)(6) 1991 patient presented for office visit and reported central low back pain. On (B)(6) 1991 patient presented for office visit and reported central low back pain radiating into the lower extremity. On (B)(6) 1991 patient presented for office visit and reported central low back pain radiating into the lower extremity. Pain is worse with activity. On (B)(6) 1991 patient underwent lumbosacral spine x-ray. Impression: transitional s1 vertebra and previous l5 laminectomy; spondylolisthesis at l5-s1 which increased on flexion views. On (B)(6) 1991 patient presented for office visit and reported central low back pain radiating into the lower extremity. On (B)(6) 1991 patient presented for office visit and reported central low back pain radiating into the lower extremity. On (B)(6) 1991 patient presented for office visit and reported central low back pain radiating into the lower extremity. Pain was worse with standing. On (B)(6) 1991 patient presented for office visit and reported central low back pain radiating into the lower extremity. Patient underwent radiology test for lumbosacral spine. Impression: second degree spondylolisthesis unchanged from (B)(6) examination. Postoperative l5 vertebra (laminectomy). On (B)(6) 1991 patient presented for office visit and reported grade 1 sponylolysis and a spondylolysis of l5-s1 low back pain radiating into the right. On (B)(6) 1991 patient presented for office visit and reported central low back pain radiating into the right leg and bilateral numbness and tingling in the lower extremity. On (B)(6) 1991 patient presented for office visit and reported low back pain radiating into the right leg and bilateral numbness and tingling in the lower extremity. (B)(6) 2002, patient underwent upper gi x-ray with air contrast. Impression: small sliding hiatal hernia with gastroesophageal reflux. Duodenal fold thickening suggesting duodenitis, probably peptic. Patient underwent x-ray of chest. Impression: normal chest. Patient underwent ultrasound of gall bladder. Impression: no evidence of cholelithiasis. On (B)(6) 2007: patient underwent CT of lumbar spine. Impression: status post laminectomy at the l5 level; stable grade I spondylolisthesis with anterior subluxation of vertebral body l4 and its relationship with l5; mild annular degenerative disc bulge is again seen at the l3-l4 disc level with encroachment upon the inferior aspects of the neuro-foramina bilaterally; stable schmorl's node compression defect involving the superior endplate of vertebral body t12; osteoarthritic changes involving the facet joints at the l4-l5 and l5-s1 levels bilaterally. Patient underwent x-ray of lumbosacral spine. Impression: stable postoperative and degenerative changes of the lumbar spine. On (B)(6) 2011: patient presented with chest pain. Patient reported while cutting trees, patient developed increased shortness of air, followed by chest pain. Patient is with chronic dyspnea on exertion. Impression: coronary artery disease; dyslipidemia; acute st-evaluation myocardial infarction; tobacco use; sleep apnea. Patient underwent thrombectomy. Patient underwent left heart catheterization; selective left coronary angiogram; selective right coronary angiogram; left ventriculogram; ptca and stent of the circumflex artery due to st-segment elevation mi. Per op notes, the lesion was stented with 3.5 x 24 endeavor stent. No complications reported. On (B)(6) 2012: patient was admitted with diagnosis of backache. Patient presented for an office visit. On (B)(6) 2012: patient presented for an office visit. On (B)(6) 2015: patient underwent the multisequence imaging examination of the cervical spine due to history of neck pain and soreness, low back pain with left lower extremity radiculopathy and parkinson disease. Impressions: multilevel cervical spondylosis; small central disc protrusion at c2-3 with small focal bulge or protrusion on the right; bilateral foraminal stenosis at c3-4, severe on the left and moderate on the right; small central disc bulge or protrusion at c4-5 with severe foraminal stenosis on the left; small covered disc on the left at c5-6 with small posterior lateral covered disc or" "uncinated" spurring on the right; moderate central disc protrusion or extrusion at c6-7 with moderate cord flattening and mild canal stenosis; probable "modic" I endplate changes at c5-c6 and probable reactive bone marrow edema in the articular processes of c4 and c5 on the left. On the same day, the patient also underwent multisequence imaging exam of the lumbar spine. Impressions: development spinal stenosis; multilevel generalized disc bulges and facet hypertrophy; mild canal stenosis at l1-2, l2-3, l3-4 and l4-l5; multilevel baastrup disease; small atrophic left kidney with bilateral renal sinus lipomatosis, greater on the right. On (B)(6) 2007: patient presented with low back and bilateral leg pain. The patient underwent an MRI and CT scan. Impression: l4 spondylolysis with l4-5 spondylolisthesis and intractable back and leg pain; symptoms of neurogenic claudication.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that on an unknown date in 1990 patient underwent ls laminectomy and posterior fusion. On (B)(6) 2003: patient presented with history of heavy snoring, stop breathing, fatigue and tiredness. Impression: obstructive sleep apneal; hypersomnolence, history of fatigue. On (B)(6) 2003: patient was admitted with diagnosis of osa. Patient underwent sleep study. Impression: severe obstructive sleep apnea with hypersomnolence. Severe plmd. On (B)(6) 2007: patient presented with low back and bilateral leg pain. Two year ago, patient developed recurrent low back pain, which radiated down the lateral aspect of both of his legs into the top of the foot and was associated with numbness in the same distribution. Impression: mild degenerative anterolisthesis of l4 on l5 with neurogenic claudication and stenosis. On (B)(6) 2007: patient underwent CT of lumbar spine. Impression: status post laminectomy at the l5 level. Stable grade I spondylolisthesis with anterior subluxation of vertebral body l4 and its relationship with l5. Mild annular degenerative disc bulge is again seen at the l3-l4 disc level with encroachment upon the inferior aspects of the neuro-foramina bilaterally. Stable schmorl's node compression defect involving the superior endplate of vertebral body t12. 5. Osteoarthritic changes involving the facet joints at the l4-l5 and l5-s1 levels bilaterally. On (B)(6) 2007: patient presented with back pain radiating into both legs, into the top of his foot, associated with numbness. CT scan of lumbar spine showed a grade I spondylolisthesis of l4 on l5 with bilateral pars deficits that appear well-corticated. L5 and s1 appear to be solidly fused. Flexion and extension films showed fish mouthing of l4 on l5. Impression: grade I spondylolisthesis of l4 on l5 with neurogenic claudication secondary to stenosis. On (B)(6) 2007: patient presented with low back and bilateral leg pain. Impression: l4 spondylolysis with l4-5 spondylolisthesis and intractable back and leg pain; symptoms of neurogenic claudication. On (B)(6) 2007: patient presented with low back and bilateral leg pain. Impression: spinal stenosis at the l3-4 to l4-5 level with degenerative instability. On (B)(6) 2008: patient presented with low back and bilateral leg pain. Patient developed a spondylolisthesis at l4-l5 and had significant widening of the facet joints. Patient continued to have a pain that radiated down the back of both the legs. Impression: degenerative instability at l4-l5 status post l5-s1 posterior fusion. Pre-op diagnosis: l4-5 with degenerative spinal stenosis and instability. Patient underwent following procedures: l4-5 smith-peterson osteotomy. Right l4-5 transforaminal interbody fusion with a 14 x 26 mm cage, rhbmp-2/acs and a morsellized bone graft. L4-5 posterolateral effusion with tsrh-3d pedicle screw fixation, morsellized bone graft and rhbmp-2/acs. Local bone autograft harvesting. Single incision posterior 360 degree lumbar fusion. C-arm fluoroscopy was used during procedure. Per op notes, the bone was mixed with bone graft extender to form the morsellized bone graft. Strips of bmp were layered with morsellized bone graft on both sides. Pedicle screws were then placed. The morsellized bone graft was packed into the disc space. A 14 x 26 mm cage was filled with bmp and then slightly countersunk in the disk space. A fat graft was harvested and placed over the back of the cage. Rest of the bone graft was placed around the pedicle screws. No complications reported. Intraoperative lumbar spine x-ray showed bilateral pedicle screws and rods were in place. On (B)(6) 2008: patient was discharged to home in satisfactory condition. On (B)(6) 2008: patient presented for post-op follow up. On (B)(6) 2008: patient presented for re-evaluation of low back pain. Patient underwent lumbar spine x-ray post-op. Impression: prior l4-l5 fusion with good alignment. Advanced degenerative disc changes at l5-s1. On (B)(6) 2008: patient presented with low back pain, six months status post l4-5 osteotomy and l4-5 posterolateral fusion for degenerative spondylolisthesis and stenosis. Patient had significant improvement in both his back pain and leg pain and still had some numbness in legs. Physical examination revealed mild stiffness. On (B)(6) 2008: patient presented with pre-op diagnosis of need for screening colonoscopy and underwent colonoscopy. No complications reported. Post-op diagnoses: need for screening colonoscopy; fair to poor prep; no obvious mass lesions; sleep apnea. On (B)(6) 2010: patient underwent MRI left knee due to left knee pain. Impression: medial femoral condylar bone bruise with medial meniscal tear. Medial compartment chondromalacia. On (B)(6) 2011: patient presented with chest pain. Patient reported while cutting trees, patient developed increased shortness of air, followed by chest pain. Impression: coronary artery disease; dyslipidemia; acute st-evaluation myocardial infarction; tobacco use; sleep apnea. Patient underwent thrombectomy. Patient underwent left heart catheterization; selective left coronary angiogram; selective right coronary angiogram; left ventriculogram; ptca and stent of the circumflex artery due to st-segment elevation mi. Per op notes, the lesion was stented with 3.5 x 24 endeavor stent. No complications reported. On (B)(6) 2011: patient underwent chest x-ray. Impression: no pathologic findings. Patient underwent echocardiography study. Conclusion: mild posterior wall hypokinesis identified; otherwise normal echocardiographic study. On (B)(6) 2011: patient was discharged. On (B)(6) 2012: patient presented with lumbago. Patient underwent MRI of lumbar spine which revealed status post previous fusion procedure at l3-l4. Stable first degree anterior spondylolisthesis of l4 onto l5. On (B)(6) 2012: patient was admitted with diagnosis of backache. On (B)(6) 2012: patient presented with back pain. Assessment: lumbosacral sprain; lumbago; cervicalgia. On (B)(6) 2013: patient presented with back pain. Patient described the pain as an ache, burning, deep, diffuse, and dull, numbness, sharp, stabbing, superficial and throbbing. Assessment: lumbosacral spondylosis without myelopathy; lumbago; degeneration of lumbar or lumbosacral intervertebrae; cervicalgia; cad, unspecified; diabetes mellitus type 2, uncomplicated. On (B)(6) 2013: patient presented with coronary artery disease. Diagnoses: cad, unspecified; mixed hyperlipidemia; diabetes mellitus type ii, uncomplicated; tobacco abuse; obesity. On (B)(6) 2014: patient underwent CT lumbar due to chronic low back pain and bilateral leg pain. Impression: hardware components of a lumbar fusion and laminectomy at l4-5. The alignment abnormality continues to moderate bilateral l4-5 neural foraminal narrowing as well as more pronounced right l5-s1 neural foraminal narrowing. Correlation with distribution of symptoms is recommended to exclude nerve root impingement. Surgeries: l5-s1 decompression and posterior fusion (1990) on an unknown date 1990: the patient suffered a work related injury. The patient was treated for lumbar fusion and had limited activity due to back pain. From 2006 to 2015: the patient presented with cholesterol, pain management, blood work, medication refills, back pain on (B)(6) 2007: the patient was diagnosed with bilateral lower extremities and lower back pain. On (B)(6) 2007, (B)(6) 2008: the patient was diagnosed with lower back and bilateral leg pain, lumbar fusion surgery. On (B)(6) 2008: the patient underwent transforaminal lumbar interbody fusion due to lower back pain, leg pain, intractable leg and back pain. Cage, bone graft and pedicle screws were also implanted. On (B)(6) 2008, (B)(6) 2010, (B)(6) 2011, (B)(6) 2012, (B)(6) 2013: the patient presented with back pain, colonoscopy, radiology, chest pain, lumbago. On (B)(6) 2008, (B)(6) 2012, (B)(6) 2014: the patient underwent radiology for the treatment of lower back pain. On (B)(6) 2011, (B)(6) 2013: the patient presented with chest pain and stent placement. On (B)(6) 2012, (B)(6) 2013: the patient was treated with back pain. On (B)(6) 2014: the patient was diagnosed with back pain. Allegedly, after the rhbmp-2/acs surgery, injuries include, but are not limited to constant back pain. The pain radiates down both legs. The patient had numbness in back and legs, as well as tingling in lower back. These symptoms had gotten progressively worse since the surgery. Also patient could not perform sexual functions. On (B)(6) 2007: the patient underwent MRI scan of lumbosacral spine. Impression: there was a first degree anterior spondylolisthesis of l4 onto l5 and a very mild anterior spondylolisthesis of l4 onto l5 and a very mild anterior spondylolisthesis of l3 onto l4. There was a marked spinal stenosis at the l4-5 level and mild spinal stenosis at the l3-4 level which also had a mild bulging disk. On (B)(6) 2008: the patient presented for a follow up office visit, status post l4-5 fusion.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2002 the patient presented to the office because his tb skin test was red. On (B)(6) 2002 the patient presented with complaint of bloating, indigestion symptoms, and a metallic taste to his mouth as well as his gas has a foul metal odor. On (B)(6) 2003 the patient presented for an office visit. On (B)(6) 2003 the patient presented with complaint of cholesterol and hypercalcemia. On (B)(6) 2005 the patient presented with complaint of chest pain. On (B)(6) 2005 the patient presented to the office with horrible cholesterol picture. On (B)(6) 2005 the patient presented with complaint of dyspepsia. On (B)(6) 2005 the patient presented with hyperlipidema. On (B)(6) 2006 the patient presented with hyperlipidema. On (B)(6) 2006 the patient presented for an office visit due to cholesterol. On (B)(6) 2007 the patient presented for follow up. On (B)(6) 2009 the patient presented for follow up on low back pain, hyperlipidema. On (B)(6) 2010 the patient presented for a follow up visit. On (B)(6) 2011: the patient presented for a follow up office visit. On (B)(6) 2012 the patient presented with low back pain after a fusion for vertebral fracture. On (B)(6) 2012 the patient presented for a follow up visit and has a history of left knee pain and left knee meniscal tear. On (B)(6) 2012 the patient presented for follow up on diabetes mellitus , hyperlipidemia. On (B)(6) 2013 the patient presented for follow up on coronary artery disease, diabetes mellitus, hyperlipidemia and hypertension. On (B)(6) 2014 the patient presented with complaints of low back pain and muscle spasm. On (B)(6) 2014 the patient presented to the office for lab tests. On (B)(6) 2014 the patient presented for follow up. On (B)(6) 2015 the patient presented with low back pain and degenerative disk disease. On (B)(6) 2015 the patient presented to the office for lab tests. On (B)(6) 2015: the patient presented for follow up visit.

Manufacturer narrative:
Concomitant product: cage (implant (B)(6) 2008). (B)(6). (B)(4). Neither the device nor applicable imaging study films or patient medical records were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted/used during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.